Event description:
It was reported that during balloon angioplasty in the heavily calcified superficial femoral artery, the 5.0x40x135 fox plus balloon ruptured at 12 atmospheres during the first inflation. The device was withdrawn from the anatomy and a new same size fox plus balloon was used to complete dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence (reported as occured between (B)(6) 2012). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was confirmed. Based on a visual inspection and scanning electron microscopy imaging inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.